Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell was noted to be dark brown in appearance and the center patch dark green. Green and red particles were observed on the outer surface of the device shell. A valve test was performed and noted the flow of fluid was continuous and unobstructed. An air leak test was not feasible due to the large tear. Under microscopic analysis, the apparent origination point of the tear was noted to be striated, consistent with damage from device removal activities. A review of device labeling reported the following: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera365 intragastric balloon had observed the balloon was torn during device removal.